Event description:
Primary stability not achieved, implant wasn't completely covered with bone, thread tap used, complication in site preparation (buccal fracture during placement), immediate implantation, mobility.